Manufacturer narrative:
After further evaluation, the suspect medical device was changed. MDR number 3016438761-2021-00008 has been submitted for the new suspect medical device and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false positive architect stat high sensitive troponin-I for patient samples tested on the architect i2000sr analyzer. The following examples were provided. Sid (B)(6) on (B)(6) 2020 initial result 45 ng/l, then another sample from the same patient after 6h generated a result of 9 ng/l. The customer repeated the first sample which generated a result of 9 ng/l. Sid (B)(6) on (B)(6) 2020 initial result 80 ng/l, then another sample from the same patient after 6h generated a result of 22 ng/l. The customer repeated the first sample which generated a result of 23 ng/l. The customer uses the following reference range: female <16 ng/l, male <34 ng/l. No adverse impact to patient management was reported.